Manufacturer narrative:
D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. Investigation summary: bd received 1 photo for investigation. The evaluation of the photo conveys sleeve leakage and a side pierced sleeve. Bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of retention samples and the device history record could not be conducted. This complaint has been confirmed for sleeve leakage and a side pierced sleeve based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using one unspecified bd vacutainer® blood collection set (wingsets), the sleeve leaked onto the patient, gown, floor, and chair. There was no other health impact or consequences reported.